Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
Related manufacturer reference number: (B)(4). New information received indicated that, during the implant procedure, the right ventricular (rv) lead exhibited high pacing impedance. Furthermore, the rv lead was failed to be removed from the header. The rv lead and the pacemaker were replaced and the procedure continued with the new rv and pacemaker on 8 feb 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of high pacing impedance and ¿rv lead was failed to be removed from the header¿ were not confirmed. A complete lead was returned in one piece with all four tines intact and undamaged. Lead insertion/removal test, dimensional analysis, electrical testing, visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.